Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds and loss of capture. As such, lead dislodgement was suspected. The patient was hospitalized and a lead revision was performed. The lead was removed and replaced. No additional adverse patient effects were reported.